Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with two events of low right atrial lead pacing impedance that were less than half of the baseline value. The patient was brought into the clinic on (B)(6) 2021, where it was noted that the impedance was back to normal values. It was also noted that the patient's had been experiencing several episodes of noise resulting in inappropriate mode switching as early as (B)(6) 2021 and as recent as (B)(6) 2021. No intervention was reported. There were no patient consequences.